Event description:
During preventative maintenance testing pump displayed white screen and nvram access error. Device had this same problem three months ago. No patient involvement.====================== manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation duplicated the complaint "software error" during testing. The device failed power on self test with white screen software error and secondary alarm. The root cause was due to corrupted software.manufacturer re-downloaded software.